Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, a homechoice device experienced a system error 2367. The patient was connected at the time of the alarm. The tsr assisted the patient in clearing the alarm and recommended starting therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.